Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, the reload was loaded, and firing was attempted but the handle did not fire. The buttress material left on the tissue was removed, and a new product was used to continue. The procedure was completed without further issue. There was no patient injury.